Event description:
It was reported that the patient went to the emergency room after receiving shocks from the device while cycling. Testing showed that the shocks delivered were appropriate due to ventricular tachycardia. A subsequent review of the device performance data found that the device had delivered high voltage therapy due to a high rate timeout. While the wavelet algorithm was functioning appropriately, the heart rate of the patient came in the ventricular fibrillation zone and the device responded as it was programmed. Information regarding implant testing for the patient is not known. Medications were administered to treat the patient and the device remains in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.